Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported the occluder modules showed a red "x" on the occluder icon. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.